Event description:
Could not advance needle through the scope. Needle perforated patient stomach; perforation was clipped and patient sent to surgery. Patient is currently fine and on antibiotics.

Manufacturer narrative:
The device involved in the complaint was not returned for evaluation; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided, a document based investigation was carried out. The lot number of the device is unknown; therefore, it is not possible to review the manufacturing records or to conduct a sample test. We can provide the following information relating to this complaint: "could not advance the needle through the scope. Needle perforated patient stomach; perforation was clipped and patient sent to surgery." "The stylet was in place inside the needle when advancing into targeted site as it was out of the package. (Stylet all the way depressed and needle inside sheath.) It is here when the outside sheath bent over the recessed beveled edge and the needle exposed itself. The needle slightly protrudes from the catheter and that is what dug into the channel. The outer catheter bent over the needle during a turn in the scope). The patient is currently fine and on antibiotics." A definitive cause for these observations was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we cannot determine the cause of this complaint. Information provided with this complaint indicated that gaining access to the target site was difficult and that the endoscope was in a flexed or torqued position during the procedure. The instructions for use indicate that the endoscope and the device should be maintained in a straight position during use. Potential complications as per the instructions for use are as follows: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, damage to blood vessels, nerve damage and acute pancreatitis. A 2 year review of the complaints history revealed no other complaints in relation to this product for this complaint issue. Therefore, this is considered an isolated incident and is unlikely to recur. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time; however, customer quality assurance will continue to monitor for complaint trends. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, cook (B) (4) could not reproduce the actual conditions of device usage.